Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal repair, trocar port was placed above umbilical. Grey valve on top of the trocar came off during mesh insertion and was removed with a grasper. Upon entry with the camera, the trocar was around the mesh. Trocar was removed and could not place back correctly. It was also reported that air leaked out of the trocar once the valve became disengaged. A new trocar was opened to complete the procedure. There was no patient injury.